Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and the reported forceps (fb-26n-1) were returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc, there were no abnormalities such as adhesion of foreign object and/or mechanical damage in the channel of the subject device. In addition, no abnormalities were observed in the forceps, and the reported phenomenon such as the inability to retract the forceps from the subject device was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there is possibility of this phenomenon is attributed to failure of the user handling. The instruction manual of the subject device states appropriate handling and the counter-measures against the irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the ercp using the subject device (tjf-260v), the user accidentally opened the cup of the unspecified forceps in the channel of the subject device and the forceps could not be removed from the channel. The user replaced the subject device to the similar but another device to complete the procedure. There was no report of patient injury associated with this event.